Manufacturer narrative:
Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked lcd window. Pump received with missing reservoir tube o-ring. Pump received with cracked reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had physical damage to their insulin pump. The customer's blood glucose was unknown. No additional information provided.